Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation. There was visual evidence of dried fluid within the recess of the bottom cover adjacent to the pump. The source of the fluid was not determined. The system air leak test passed. The valve actuation test passed. A simulated treatment was performed and completed without any failures or problems. There was no evidence of a leak following the simulated test. The complaint is not confirmed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
(B)(4). A follow up will be submitted following completion of the plant's investigation.

Event description:
A peritoneal dialysis nurse reported that the patient had experienced an overfill. The patient has a fill volume of 1000ml, and drained 3355ml which was 336% over the expected drain volume resulting in a reportable device malfunction. The cycler was replaced at this time.